Manufacturer narrative:
Unable to verify s/w due to constant blank flashing white light on the display. Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify missing segments, partial display and perform the self test and displacement test due to a constant blank flashing white light on the display and constantly beeping. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to constant blank flashing white light on the display and constantly beeping.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and had flashing white screen and did not stop beeping. The customer¿s blood glucose level was 365 mg/dl. Customer stated that the got into an accident. Customer was treated with emergency room. Customer stated that the no report of pump screen flashing when screen was turned on after being in sleep mode. Customer troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.